Event description:
The customer received a blood glucose result of "hi" at 6am. Paramedics were called and the customer was taken to the hospital. At the hospital a lab was performed and the result was 124mg/dl. The customer was given sodium chloride IV. Glucose strips were expired. A request was made for the return of the suspect device and replacement product was sent.